Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances started to gradually rise over a 6 month period until they reached values greater than 125 ohms. The lead was then surgically abandoned and replaced. The lead was thought to have been fractured at the clavicle. No additional adverse patient effects were reported.